Event description:
It was reported that while putting a set together the day after a procedure, it was noticed the distal tip of the gold final tightener was broken.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment;results: the distal tip fractured off. Manufacturing files were reviewed and no issues were found.conclusion: the likely root cause of this event is normal wear.

Event description:
It was reported that while putting a set together the day after a procedure, it was noticed the distal tip of the gold final tightener was broken.